Event description:
It was reported, that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Correction to: e2:, g2: added healthcare professional. Technical support performed, troubleshooting over the phone to determine, the customer reported issue of 8015 not turning on.a serial number was not provided. Therefore a review of the device history record cannot be performed.a review of the complaint history record could not be completed, as no serial number was provided.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Corrections: d8 and h10. Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 not turning on. Based on troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support-- 1. Customer also states no ac indicator when unit is plugged in. 2. Informed most likely due to the keypad recall. 3. Transferred to recall team for further assistance. A serial number was not provided therefore a review of the device and complaint history records cannot be performed.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device will not turn on/off. No additional information was provided. There was no patient involvement.